Event description:
Patient seen in clinic for steroid injection of the shoulder joint. Provider pulled medications into syringe and went to inject using the exel int secure touch safety needle 27g x 1.5". After insertion of needle, provider went to push meds, felt/heard a "pop", went to pull the needle back slightly to readjust placement, and discovered upon pulling back that no needle was attached to the hub any longer. The needle remained in patient's arm, no visibility of needle. Patient was stabilized, immobilized arm, comforted by the lpn (licensed practical nurse). Arm was immobilized with sling, x-rays ordered and stat ortho referral in place. Patient assessed after x-ray. Patient required left shoulder open foreign body removal of the needle.